Event description:
It was reported that the patient presented to the emergency room with phrenic nerve stimulation on the left ventricular (lv) lead. Upon interrogation, it was observed that the lv lead exhibited high capture thresholds. Programming changes were made. The patient was stable.